Manufacturer narrative:
On 10 july 2017 we received details concerning the revision surgery, performed on that day: inlay changed, patella resurfacing done. Screw partwise explanted and the new screw fitted not 100%, but they left it like this. Else it would have caused a tibia revision - which was not an option to execute.

Manufacturer narrative:
On 07 september 2017 the r&d project manager performed a visual inspection of the explanted components and commented as follows: gmk-hinge secure inlay screw: the screw was found loosened in the joint after few months from implantation and not broken as supposed from x-rays analysis. The last thread of the screw is damaged and plastically deformed. The other part of the screw looks intact, without any defects or damages. It is not possible to find an explanation for this event. A torque limiting screwdriver (3 nm) is supplied and its use is mandatory in order to achieve the tightening torque. The only cause that we can suppose, but not possible to be verified, for this event is insufficient tightening torque, either due to a malfunction of the torque limiting device or to improper use (limiting torque was not reached). Tibia insert: the insert seems to be deformed with the central cone ovalized, most likely because of the autoclave sterilization process after explantation. It present some scratches is most likely caused during the attempt to explant the inlay from the baseplate.

Manufacturer narrative:
Additional information received on 13 june 2017 and includes: the explants are not available for further investigation. The torque limiter was used during primary surgery for the inlay fixation. Batch review performed on 06 july 2017. (B)(4).

Event description:
The patient had pain because of a patella tilt and patella problems in general. On the x-ray, it was seen that the screw backed out from the inlay. The revision surgery is scheduled for the (B)(6) 2017. The surgeon planned to remove patella and insert.